Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during a tracheal polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the sheath burnt when cautery was applied, causing a mild burn in the patient's trachea. The procedure was aborted and the burn was treated. The patient's condition following the treatment was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.